Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix.. Subsequent testing did not identify any product abnormalities. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it had been implanted at a separate hospital in an off label manner. No additional adverse patient effects were reported.